Event description:
Clinic notes were received indicating that during an office visit on (B)(6) 2014, the vns patient stated that she was experiencing seizures since her last office visit in (B)(6) 2013. The patient¿s seizures usually occur at night with the last seizure occurring on (B)(6) 2014. The seizures were characterized occasionally by yelling preceding jerking episodes and altered mentation that would last a couple of seconds followed by an approximately 20 second post-ictal confusion. The patient¿s device was tested and diagnostic results revealed near end of service and normal device function at the time. The neurologist increased the patient¿s medication and referred her for replacement surgery. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
The patient underwent generator revision on (B)(6) 2014. The explanted device is not expected for return per hospital policy.